Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The getinge service territory manager (stm) replaced the batteries then completed the pm service. Subsequently, all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries for the cs300 intra-aortic balloon pump (iabp) failed the run time test. Since the event occurred during pm service, there was no patient involved and no adverse event reported.